Manufacturer narrative:
Stryker determined that the cause of the observed issue was due to blown transistors, designator q71 and q74, due to electrical overstress. The device was archived by stryker and the customer received a replacement device.

Event description:
Stryker was performing preventative maintenance on the customer's device and it was observed that the device will not deliver a shock. There was no patient use associated with the reported event.

Event description:
Stryker was performing preventative maintenance on the customer's device and it was observed that the device will not deliver a shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.